Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. Based on available information, a cause for the reported positioning failure could not be determined. The reported unspecified tissue injury appears to be due to procedural conditions. The worsening mitral regurgitation (mr) appears to be a cascading effect of the unspecified tissue injury. Additionally, unspecified tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the damage to the anterior leaflet during grasping. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed but was difficult, the grippers moved down to the anterior and posterior leaflets, the clip was closed to 60 degrees and the resistance was released. The clip was fully closed after a stable grasp, but it was observed that the mr worsened. It was noted that the anterior leaflet was ruptured. A second grasp was made but the anterior leaflet ruptured; therefore, it was decided to abort the procedure since there was probably an unknown leaflet disease. The cds with the clip was removed. There were no clips implanted and mr increased to 4+. The physician recommended the patient be treated in surgery. The mitralclip devices worked very well. No additional information was provided.